Manufacturer narrative:
(B)(4). The incident device was discarded by the site and not available for evaluation. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that they realized towards the end of the vats lower lobectomy (r) procedure that recalled product had been used. The incident device was disposed of in the usual protocols (sharps contaminated). The patient seemed find immediately after surgery. Sometime later, the patient went septic and was admitted to critical care. More antibiotics were provided. The patient is in ICU and on life support. The customer had responded to the product recall on july 20, 2016 indicating they had 1 case of affected product.